Event description:
It was reported intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer will continue using the current pump until the replacement is received.